Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents. The item returned was documented as having met specifications prior to distribution. The reported misdrilling was not reproducible; during functional check the sample drill passed all proximal and distal nail holes without nail contact. No non-conformity identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that distal misdrilling occurred. They solved the issue by freehand locking. There was a delay of 35 min.

Event description:
It was reported that distal misdrilling occurred. They solved the issue by freehand locking. There was a delay of 35 min.